Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for 17 patient samples tested for either c-reactive protein gen.3 (crpl3), creatinine plus ver.2 (crep2), albumin gen.2 (alb2), or alkaline phosphatase acc. To ifcc gen.2 (alp2). Based on the data provided, erroneous results were identified for the crpl3, crep2 and alb2 tests affecting 15 patients. The erroneous results were reported outside of the laboratory. No adverse event was reported. The crpl3 reagent lot was provided as "1." The expiration date was not provided. The reagent lot and expiration date was not provided for crep2 or alb2. It was noted that a day after the initial 17 patient samples were run, the problem returned. No specific results were provided, however, no erroneous results were reported outside of the laboratory. The field service engineer (fse) visited the customer site. The cuvette wash was checked and a needle which showed low water level was adjusted. Other wash needles were cleaned. The probe wash and probe positions were acceptable. After this visit, it was noted that the customer still had the same problem as initially observed. No specific results were provided, however, no erroneous results were reported outside of the laboratory. The field service application specialist changed the syringe seal pieces, and the vacuum system was flushed. The fse visited the site and noticed some dirt on a valve. It is not known whether this came from the valve or the mixing chamber. Both areas were cleaned. The fse visited the site again and identified a bent drip tray and bent it back into the correct position. The customer processed additional samples and did not observe the issue any longer. A specific root cause could not be identified. Based on a review of the data, a cell carry over issue can be excluded. The most likely root cause is an issue with the sample probe.